Event description:
It was reported that a motor stall occurred because, the patient had a magnetic resonance imaging (MRI). The pump was interrogated 30 minutes after the patient got out of MRI and no motor stall recovery was noted. While the representative was interrogating the pump, he noticed that the pump was alarming. It was later reported that the patient was ¿doing fine¿ and the motor stall recovery occurred within 2 hours of MRI. The pump was being used to deliver morphine, sufentanil and baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).